Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient underwent endovascular treatment of a thoracic aortic aneurysm with conformable gore tag® thoracic endoprostheses. Final angiography showed exclusion of the aneurysm, no evidence of endoleak and the patient was reported to have tolerated the procedure. On unknown date in (B)(6) 2017, a computed tomography scan reportedly identified proximal migration (distance unknown) of the distal tag device (tgu343415j) into the aneurysm, however, no evidence of endoleak or aneurysm enlargement was identified. According to the report, the migration was caused by insufficient length of the tag device within the distal aortic seal zone at the time of implant. On (B)(6) 2017, it was reported the patient underwent an intervention to treat the migration. Two additional tag devices were implanted for distal extension. No further adverse events were reported and the patient tolerated the procedure.